Event description:
A report was received that the patient had to charge more frequently. Patient's pocket site had seroma, which was very swollen, painful and full of fluid. The physician drained the fluid. Patient's database analysis indicated premature battery depletion. An ipg replacement has been recommended.

Manufacturer narrative:
The explanted ipg passed visual and photographic imaging. The complaint of premature battery depletion has been confirmed as it exhibited excessive battery depletion due to high current leakage. It appears that the device characteristics had been changed prior to the implant due to unknown reason. Troubleshooting to specific component level is impossible since both analog/digital ic's are covered in the epoxy resin top.

Event description:
A report was received that the patient had to charge more frequently. Patient's pocket site had seroma, which was very swollen, painful and full of fluid. The physician drained the fluid. Patient's database analysis indicated premature battery depletion. An ipg replacement has been recommended.